Manufacturer narrative:
Customer called magellan product support to report a power on self-test error. Reboot of the analyzer cleared this error. During call with product support the customer noted that the a/c adapter heated up when the analyzer was powered on. The customer's analyzer and a/c adapter were returned to magellan for further investigation. Based on a preliminary assessment it appeared the power adapter contained a short at the analyzer plug end that resulted in it heating up. The customer had the analyzer and power cord for over 7 years it is unlikely this was a manufacturing defect but rather it is likely the cord was damaged through misuse by a customer (sharp tug on the wire when moving the analyzer, or using the wire to remove the plug instead of the using the overmold and strain relief). Separating the wires at the plug it was discovered there was a damage to the insulation for the ground connection (the wire connected to the barrel). This further confirms that when placed under mechanical/physically stress the analyzer plug will short resulting in the overheating. (B)(4).

Event description:
Customer called magellan product support to report a power on self-test error. Reboot of the analyzer cleared this error. During call with product support the customer noted that the a/c adapter heated up when the analyzer was powered on. The customer's analyzer and a/c adapter were returned to magellan for further investigation. During in-house investigation of the customer's returned a/c adapter it was noted that it heated up when powering on the analyzer.